Manufacturer narrative:
Manufacturer's investigation conclusion. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous mssa driveline infection was reported under MFR #2916596-2021-04682. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen on (B)(6) 2021 due to driveline issues. The patient's driveline was found to be nonincorporated with purulent drainage and tender to the touch. It was decided to proceed with a driveline debridement. The patient was admitted to the hospital on (B)(6) 2021 and the debridement was completed on (B)(6) 2021. The patient's driveline culture was positive for serratia and corynebacterium with a previous methicillin-susceptible staphylococcus aureus (mssa) driveline infection. The patient was discharged home on (B)(6) 2021 once the international normalized ratio (inr) was therapeutic. The patient was started on intravenous cefepime and vancomycin in the hospital and would continue to take them until (B)(6) 2021 to be followed with oral (po) suppression.